Event description:
A patient reported that their one touch ii meter had not been used in a long time. Patient had to start testing again and when they went to use it, it would not turn on. Patient's meter allegedly had no power. Patient reported symtpoms of feeling "high". Patient's friend called the paramedics. No treatment given. The result on the emt meter is unknown. No treatment given. No further information has been reported.